Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported product was reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. The review identified no intra-op complication/events during the first revision surgery approximately one year and seven months ago. Radiographs were provided and reviewed by a radiologist. The review identified a stable medialization of the tibial implant and minimal varus on the images taken approximately one year and two months ago. On the images taken approximately 12 months ago, there is a medialization without change and stable minimal knee varus. Mild osteolysis along the femoral implant greatest anteriorly has been found but no radiographic evidence of implant loosening. There is anterior soft tissue swelling and a moderate joint effusion. No other abnormalities are identified. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision. Subsequently, the patient began to experience pain, joint effusions, impingement, swelling, stiffness, arthrofibrosis with limited range of motion, and mid-flexion instability. Radiographic imaging displayed osteolysis at the cement bone interface of the femoral component anteriorly and posteriorly, and progressive radiolucency under the anterior flange and the posterior cut of the femoral component. Approximately eleven months post-implantation, the patient was then revised again due to aseptic loosening of the femoral component. Substantial scar tissue was noted during the revision. The tibial component was revised due to being slightly undersized and medialized. All components, except the patella, were exchanged for competitor product and the surgery was completed without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: persona art. Surface fixed bearing (uc) left 11 mm height; catalog#: 42512200611; lot#: 64416943. Persona tibia cemented 5 degree stemmed left size g; catalog#: 42532007901; lot#: 65349341. Persona all poly patella cemented 41 mm diameter; catalog#: 42540000041; lot#: 65223568. Persona femur cemented (cr) standard left size 11; catalog#: 42502607001; lot#: 65352041. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.